Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-15762; related manufacturer reference number:2017865-2019-15764. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker site was infected, pocket erosion was also noted and, a part of the device was visible. The patient was sent to the hospital and the device and leads were explanted on (B)(6) 2019. The patient was recovering.